Event description:
It was reported that the patient presented with spontaneous oozing of serosanguineous fluid from the device incision site approximately three weeks after the implantable cardioverter defibrillator (ICD) was implanted. There was small dehiscence and mild erythema noted at the site. Fluid was manually expressed from the pocket; the skin was cleansed and sutured close. The patient was treated with antibiotics. The ICD remains in use. Wound cultures revealed the organism was staphylococcus epidermidis. Four days post treatment no drainage was observed and the erythematous rash was localized to the healed incision site. The patient was enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).